Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and non calcified right common iliac vein. A 18-4/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during inflation at 5 atmospheres for 2 minutes, the balloon ruptured and was removed from the patient's body. A 18-6/5.8/75 xxl esophageal balloon catheter was used. However, during inflation at 2 atmospheres for 2 seconds, the balloon ruptured as well. The device was removed and the procedure was completed with a non-bsc device. No patient complications were reported and the patient was doing okay.